Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 30,184 joules. Also, it was reported that this fiber completed the procedure. No pt injury was reported. The device was not returned for eval.